Manufacturer narrative:
G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing found that the downstream occlusion (dso) seal was faulty. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was malfunctioning. The dso sensor was replaced.

Event description:
It was reported that there was a problem with the cassette detection. There was unknown patient involvement. Per reporter, the problem was noted during the return to after-sales service during the usual restocking checks as well as annual preventive maintenance.